Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information and without the device to analyze, a definite cause for the reported unintended movement could not be determined. The reported failure to grasp the leaflet appears to be due to procedural circumstances as it was noted that after the initial grasping was performed, there was unintended device movement which resulted in multiple attempts to regrasp and reposition the clip. The reported tissue damage appears to be due to operational context as the mitral valve became damaged during multiple grasping attempts. The reported worsening mitral regurgitation (mr) was a cascading effect of the reported positioning failure. The reported patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage, worsening mitral regurgitation (mr) and unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. An xtr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 2+. To further reduce mr, an ntr clip was advanced and placed laterally of the implanted clip. However, it was noted that after grasping was performed and the clip was closed, the cds made an unexpected movement causing the clip to lose the anterior leaflet. The clip was opened, and grasping was again performed. Grasping was attempted multiple times, but it was noted that mr increased during every grasp. The clip was not implanted. It was noted that the valve became damaged, causing mr to increase to a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.